Event description:
Complainant alleged that, while attempting to treat a male pt, the device displayed "pacer fault 116" and "defib fault 72" messages. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll med corp has not received the device for evaluation and this complaint is still under investigation.